Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving dilaudid (concentration 0.5 mg/ml, dose 0.03 mg/day) via an implantable pump for non-malignant pain, spinal pain and lumbar radiculopathy. On this report date the patient was presented to the emergency room obtunded, the doctor at the emergency room wanted the pump reduced to minimum rate. It was noted that the patient had pneumonia and had a 5% increase of dosing at comprehensive pain clinic, gallatin¿ on (B)(6) and on this report date, she began not feeling well. The managing doctor adjusted the pump to minimum rate, the dose per day following this adjustment was 0.00310 mg/day. At the time of this report, it was unknown as to whether the issue was resolved, patient status was ¿ alive ¿ with injury¿, the injury was described as ¿obtunded in ER¿. Surgical intervention did not occur and was not planned. A health care professional also reported that the patients dose was increased by 5% earlier in the week and now the patient was obtunded, they needed assistance turning pump down or stopping the pump but they were having difficulty reaching the health care professional. It was noted that the patient was hospitalized. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.